Event description:
Related manufacturer reference number:1627487-2021-12612. It was reported that during an ipg replacement procedure, the extensions were over-manipulated. As a result, surgical intervention was undertaken wherein the extensions were explanted and replaced. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.